Event description:
During initial implant, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high bipolar pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.